Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 584 mg/dl less than 36 hours after the pod was activated. Upon further inspection she noticed the cannula was dislodged out of the infusion site. The pod was discarded.